Event description:
It is reported that the surgeon was broaching the femur when the post on the broach snapped off. The rep observed that the surgeon was broaching straight in and did not torque the broach sideways.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the post which connects to the broach holder has been fractured off and was not returned. There is some damage to the surface around the post location. Some material on the outer edge of the area where the post used to be is slightly deformed upward. There are a few cutting teeth that exhibit visible deformation. The material hardness of the broach was checked and found to be conforming to the specifications. The composition of the material was also checked and found to be consistent with a 17-4 stainless steel. The device had a potential field age of 8 years and 5 months at the time of the event. It is unk if the proper surgical technique was used to broach the femur. The mating instrumentation used the broach is unk. If an incorrect instrument was used with the broach, toggle between the broach and the instrument could create a large shear force on the post upon impaction. The deformed material on the surface around the post may indicate that the broach was subjected to excessive levering forces, which could lead to post fracture. The fracture also could have been caused by fatigue due to normal loading over the life of the device. Based on the information provided, no definitive cause for the fracture can be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.